Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and boston scientific uphold vaginal support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/9/2016.it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lavh, bilateral ovarian transposition and extensive peritonectomy for removal of abdominopelvic adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted concurrently with revision for vaginal prolapse, symptomatic rectocele with rectovaginal fascial defect and enterocele, due to pop. It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence, dyspareunia and vaginal scarring. No additional information was provided.